Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was in for a mammogram and experienced an adverse event. The patient's ins prevented them from getting a good image with xrays/mammogram. So they attempted to do an ultrasound and the patient developed lightheadedness, shooting pain, and tremors in their right leg. They stopped the ultrasound to check patient vitals. They then tried to perform ultrasound again and the same symptoms returned so they stopped the ultrasound. The symptoms resolved after the ultrasound. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.